Manufacturer narrative:
(B)(4). Evaluation, results: (damage to the returned stent is consistent with incorrect technique on removing protective sheath based on recreation studies). (Relevant device used in the patient for dilation of the lesion post slippage of the stent). Evaluation, conclusion: (the damage to the returned stent is consistent with incorrect technique on removing protective sheath based on recreation studies). (Relevant device used in the patient for dilatation of the lesion post slippage of the stent).

Event description:
The physician intended to use a 3.0mm diameter x 24mm length endeavor rx drug-eluting coronary stent in to a patient. However it was reported that when the physician removed the protective sheath, the stent slipped off from the balloon. Communication received from the field confirmed that the relevant device was used in the patient for dilatation of the lesion. Evaluation summary: medtronic has received the device and its analysis has been completed. The hypotube was kinked 34cm distal to the strain relief. The balloon had been inflated. The stent was pinched in the middle and at one end. A number of struts were deformed on the 1st three (3) segments on the other end of the stent. No further damage was noted.